Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, one endeavor sprint stent was implanted in the lcx. Approximately 26 months post index procedure the patient died. It is reported that the death is a cardiac death and the exact cause is unknown. The investigator reported that it is unknown if the event is related to the device or anti platelet medication.